Manufacturer narrative:
Customer returned pump for an alleged absence of occlusion alarm/insulin flow blocked alarm (hp test failed) and ems dispatched/visit to emergency room and was hospitalized for high bgs found on (B)(6) 2024. On (B)(4), svn#: (B)(6) - customer returned pump for an alleged high bgs found on (B)(6) 2023. On (B)(4), svn#: (B)(6) - customer returned pump for an alleged pump error 53 alarm found on (B)(6) 2023. On (B)(4), svn#: (B)(6) - customer returned pump for an alleged battery cap contact missing/damaged found on (B)(6) 2022. On (B)(4), svn#: (B)(6) - customer returned pump for an alleged high bgs and sensor calibration anomaly found on (B)(6) 2022. On (B)(4), svn#: (B)(6) - customer returned pump for an alleged high bgs and pump/sensor calibration anomaly found on (B)(6) 2021. On (B)(4), svn#: (B)(6) - customer returned pump for an alleged high bgs found on (B)(6) 2021. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. No absence of occlusion alarm/insulin flow blocked alarm noted during the testing. The insulin flow blocked alarm functioning properly. The pump was monitored and no pump error 53 alarm noted during testing. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 02/12/2024 to 04/08/2024. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event dates of (B)(6) 2021, (B)(6) 2021, (B)(6) 2022, (B)(6) 2022, (B)(6) 2023 and (B)(6) 2023. There was no data available to verify pump error 53 alarm on the event date of (B)(6) 2023. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event dates of (B)(6) 2021, (B)(6) 2021, (B)(6) 2022, (B)(6) 2022, (B)(6) 2023 and (B)(6) 2023 in the formatted history file. In further full review of the pump history/traces on the event date of (B)(6) 2024, there is no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2024 listed on smartsolve due to insufficient data in the trace/history files. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2024 in the formatted history file.  Sensor expireda lert (794) was recorded and found in the formatted history file on: (B)(6) 2024 21:19:38.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor expired alert or unexpected sensor errors or anomalies were noted during testing. No pump/sensor calibration anomaly noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received with the original battery cap. No cracked/damaged battery cap or battery cap contact missing/damaged noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a partially broken battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Battery cap contact missing/damaged was not confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for absence of occlusion alarm/insulin flow blocked alarm (hp test failed), pump error 53 alarm and pump/sensor calibration anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported, with no allegation of device deficiency. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia, hyperglycemia, hyperglycemia treated with IV insulin drip (intravenous insulin infusion), insulin pump (subcutaneous insulin infusion), ems/ambulance/ER visit. Customer reported the following led up to the event: just ate of 1 cup of blueberries 3 strawberries and 3 ounces of yogurt document treatment for high bg: delivered 100 units of insulin. The event involved product(s) mmt-7040a, mmt-244a, mmt-332a, mmt-1884. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. Customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-244a. No product return is required for mmt-332a. No product return is required for mmt-1884.